Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 490 mg/dl. Customer treated high blood glucose with a bolus after changing the infusion set and reservoir. Customer reported that the insulin pump alarmed no delivery after the infusion set and battery were changed. During troubleshooting, it was determined that the alarm was caused by an infusion set and reservoir connection. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's high blood glucose issue could not be determined. Product is being returned and replaced.